Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest progression of the patient's disease process and comorbidities (coronary artery disease, hyperlipidemia) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 29mm sapien 3 valve, implanted in the aortic position, is failing after an implant duration of 5 years and 7 months. The reported failure modes of the valve are calcification and stenosis. The patient is presenting with shortness of breath and dyspnea on exertion. Per the medical record, the initial transcatheter aortic valve replacement procedure was successful without procedural complications. An interventional cardiology/structural heart consultation dated 5 years and 5 months post implant subsequently noted symptomatic severe bioprosthetic aortic stenosis. Although echo values were not provided, the cardiologist documented that a recent echo demonstrated aortic stenosis. A recent cardiac catheterization revealed moderate left main coronary artery disease, with hemodynamics consistent with bioprosthetic aortic stenosis. The fick-derived aortic valve measurements demonstrated an aortic valve mean gradient (avmg) of 44 mmhg and an aortic valve area (ava) of 0.81 cm2. Per review by the edwards lifesciences proctor, the valve appears to have been appropriately sized and reasonably expanded. The leaflets of the original valve appear to have calcified considerably since the index implant. The proctor stated, "early failure may be explained by the patient's young age." The patient underwent a valve-in-valve procedure with a non-ew valve.